Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the gel of the tube stayed at the top of the tube and did not separated\ the plasma."

Manufacturer narrative:
The following field(s) were updated due to additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the gel of the tube stayed at the top of the tube and did not separated\ the plasma."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the gel of the tube stayed at the top of the tube and did not separated\ the plasma."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the gel of the tube stayed at the top of the tube and did not separated\ the plasma."